Manufacturer narrative:
Device data for (B)(6) 2026 and (B)(6) 2026 were reviewed and confirmed a hypoglycemic event. The user self-treated with oral carbohydrates and reported no seizure, loss of consciousness, hospitalization, or ems intervention. Engineering log review found no malfunction alerts or device faults. The ilet suspended insulin delivery approximately 20 minutes before the cgm glucose dropped below range, consistent with expected system behavior. Insulin dosing and alerts functioned as intended. The user reported increased physical activity and consumption of an unannounced candy bar, which likely contributed to the hypoglycemic event. Review of device data confirmed the system behavior was consistent with algorithm design. The device functioned as intended and no product malfunction was identified. The event is most consistent with behavioral and physiologic factors, including increased activity and unannounced carbohydrate intake.

Event description:
On 20-feb-2026 the reporter reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels below 70 mg/dl following increased physical activity and consumption of an unannounced candy bar earlier in the day. The user self-treated the low with approximately 150 g of oral carbohydrates and recovered without further complications. No long-term health effects were reported.